Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that high output pacing for 5 mins was preformed, but the shock lead impedance (sli) measurement remained high afterwards. The sli was then measured in each vector and was reprogrammed to triad configuration. This patient then underwent general anesthesia due to a nervous disposition and a commanded 1.1j sync shock was delivered and returned sli measurement of 87ohms. A 21j sync shock was then delivered and returned sli measurement of 86ohms. However the sli measurement via the test screen was 120-130 ohms (checking beat-to-beat). Boston scientific technical services indicated that although the commanded value is now above what is expected, the system integrity (shock impedance during real shock delivery) is not affected as the value is still within the expected range. Additional raw data will be gathered in the week to come. This system remains implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead had high out of range shock lead impedance measurements. Ts requested a data disk be sent in for analysis and indicated that the impedance of the lead has been slowly increasing over the years implanted. No adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details